Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During withdrawal of the device from the patient, the outer catheter shredded exposing the core wire, which then cut the technician's gloves and resulted in several cuts on the technicians hands. The broken catheter and the hand cuts were confirmed via photos submitted by the customer. The procedure was completed at this time, and no patient complications were reported as a result of this event. The technician went to the emergency room for treatment. The exact treatment that was performed is unknown, but bloodwork was reportedly performed. As of march 25, 2021, the technician's condition was reported to be fine, and the cuts were reported to be fully healed. Additional information received on april 26, 2021. Reportedly, the scope used in the procedure was sent out for repair and a balloon piece was found stuck inside the scope. The technician that had direct contact with the contaminated device has had multiple follow-up visits for bloodwork. The patient's bloodwork was also requested; however, it is unknown if the patient's bloodwork was obtained.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter's phone number: (B)(6). Block h6: device code a0401 captures the reportable issue of outer catheter shredded exposing the core wire. Device code a0501 captures the reportable issue of balloon detachment. Block h10: investigation results a visual examination of the returned complaint device found that the distal section of the device including the balloon was detached and was stuck inside the working channel of the scope, thereby confirming the reported event. It was also noted that the detached section of the catheter which was lodged inside the scope was severely buckled in several sections and was stretched. The proximal section of the catheter was also noted buckled and bent in several sections. Additionally, the core wire was bent in several sections. Marks were also observed in the core wire which indicates that a mechanical tool was used to cut the device. Microscopic analysis confirmed the marks on the core wire, the catheter was detached in the distal section including the balloon, and the detached section of the catheter was stretched. The reported problem of needle stick/puncture is a known adverse event of the device as stated in the instructions for use (IFU). It is most likely that procedural or anatomical factors encountered during the procedure, such as handling and manipulation of the device during procedure, the interaction between the device with the scope could have caused the kinked on the catheter. Once the catheter is kinked, this can cause difficulty to remove the device from the scope. Continued attempts to remove the device can buckle the catheter and the force applied can cause the catheter to stretch until it breaks, leading to the reported problem of balloon detachment and getting lodged within the working channel of the scope. Therefore, the most probable root cause is adverse event related to procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During withdrawal of the device from the patient, the outer catheter shredded exposing the core wire, which then cut the technician's gloves and resulted in several cuts on the technicians hands. The broken catheter and the hand cuts were confirmed via photos submitted by the customer. The procedure was completed at this time, and no patient complications were reported as a result of this event. The technician went to the emergency room for treatment. The exact treatment that was performed is unknown, but bloodwork was reportedly performed. As of march 25, 2021, the technician's condition was reported to be fine, and the cuts were reported to be fully healed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter's phone number: (B)(6). Block h6: device code a0401 captures the reportable issue of outer catheter shredded exposing the core wire. Device code a0501 captures the reportable issue of balloon detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During withdrawal of the device from the patient, the outer catheter shredded exposing the core wire, which then cut the technician's gloves and resulted in several cuts on the technicians hands. The broken catheter and the hand cuts were confirmed via photos submitted by the customer. The procedure was completed at this time, and no patient complications were reported as a result of this event. The technician went to the emergency room for treatment. The exact treatment that was performed is unknown, but bloodwork was reportedly performed. As of (B)(6) 2021, the technician's condition was reported to be fine, and the cuts were reported to be fully healed. Reportedly, the scope used in the procedure was sent out for repair and a balloon piece was found stuck inside the scope. The technician that had direct contact with the contaminated device has had multiple follow-up visits for bloodwork. The patient's bloodwork was also requested; however, it is unknown if the patient's bloodwork was obtained.